Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investiagted in our service laboratory in bbm melsungen, germany: 1. Reference sample: 1.1 model: perfusor space; 1.2 article no.: (B)(4); 1.3 serial no./ lot: (B)(6); 1.4 software version: j030003; 1.5 hours of operation: 593; 1.6 warranty: no. 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (41-01-141) on the lower housing were intact. No visible damage was found. 2.2 a functional test was performed. The device passed the self-test. A terumo 50ml syringe was inserted, the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. A terumo 50 ml syringe was selected. No other abnormalities were found in the device history. 2.4 the strain gauge pressure measurement and the motor power limitation were checked according to the requirements of the technical safety check. The device meets the required values and standards. All measured values are within our specification. 2.5 syringe size detection was checked according to the final test protocol. No malfunctions were detected. 2.6 the device was disassembled, and the inside was investigated. No visible damage was found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. The described error could not be reproduced.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "plunger pushed in without stopping" "the new syringe pump was used as part of a device training. After an already filled syringe was inserted into the syringe pump, 20 ml of fluid came loose and was infused uncontrollably. A command was not triggered. The syringe pump was not on the patient. Possible serious consequences: uncontrolled drug delivery can lead to life-threatening situations."